Manufacturer narrative:
(B)(4). The pump was returned empty. The pump was refilled to nominal volume with 270ml of 0.9% saline using a baxa repeater pump. The pinch clamp was opened and infusion was verified at the distal luer. Flow accuracy testing was performed. After 50 hours of testing, the pump yielded a flow rate of 4.91ml/hr which is within specifications with a +/- 15% tolerance. Pressure pot testing was performed on the glass orifice. The saf unit was connected to a pressure gauge. The average bladder pressure used was 7.37 psi. The tubing was disconnected from the bladder and connected to a pressure transducer using the average bladder pressure 9.55 psi. The filter was also removed from this line for the test. After 2 hours the glass orifice yielded a flow rate of 4.67 psi which is within specification with a +/- 15% tolerance. The evaluation summary concludes that a fast flow was not observed. During the flow accuracy test, the pump met specifications. During pressure pot testing, the glass orifice flow rate using the average bladder pressure met specification. The device history record for the reported lot number, 0202378374, was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Fill volume: 224 ml, flow rate: 5 ml/hr, procedure: 5fu, cath place: port, pump start time: 1342 on (B)(6) 2016, pump end time: evening, unknown time on (B)(6) 2016. It was reported that a patient had a homepump c infusion finish too early. It was noted that the patient used other pumps before, so he knew what to expect. The pump was used in a normal room temperature environment, and was not kept near a heat source. There were no reported patient adverse events.